Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of concerto premature detachment. The patient was undergoing coiling of a gi bleed. The patient anatomy was normal (not tortuous and not a high flow rate.) The devices were prepared as indicated in the IFU. It was reported that during the procedure, coils had been placed in the patient. A final coil (concerto 3-8) was attempted to be placed. The coil reportedly became jammed in the middle section of the catheter. The wire was pushed, then bent, and the coil detached into the microcatheter. Everything was pulled from the patient. The final run showed embolization and the procedure was ended. There were no reports of patient injury in association with this event.